Manufacturer narrative:
Correction to "f10 / h6 health effect - impact code" from prolonged surgery to insufficient information. Correction to d4 "expiration date" from 08/10/2022 to 08/10/2024.

Event description:
It was reported the curve was defective. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.

Event description:
It was reported the curve was defective. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device, the catheter formed an 's' curve when actuating the catheter deflection knob mechanism. The device did not meet the curve specification, and the device did not meet the planarity specification. The results of the investigation determined that the reported event was confirmed. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the most likely root cause is a catheter curve failure as a result of mishandling subsequent to distribution, including shipping and storage conditions or improper manipulation of the device. The instructions for use (IFU) state: do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. Do not alter this device. Inspect the packaging and catheter for damage or defects prior to use. Avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires. Avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. Handle catheter with care to avoid improper electrical functioning. Avoid excessive contact of handpiece with fluids, as this could adversely affect the electrical performance of the catheter. The reported event will continue to be monitored through post-market surveillance.